Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced false engagement of handle in the upright or horizontal position. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed. Evaluation results findings (results/components). 1 device: device migration / pin.

Event description:
No new information.